Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part #: 04.001.440s, synthes lot #: 7119218, release to warehouse date: 01 jan 2013, expiration date: 25 dec 2021, manufactured by: (B)(4), supplier: früh (B)(4), no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to implants used causing the patient to lose reduction of the bone. It was unknown if the revision surgery completed successfully. It is unknown if there was a surgical delay. The patient status is unknown. This complaint involves five (5) devices. This report is for (1) 9 ti cannulated humeral nail-ex/300-sile. This is report 1 of 5 for (B)(4).